Event description:
It is reported that the customer is having high blood glucose levels (475mg/dl). The customer reports having allergies as well as having a kink in her infusion set tubing. She has taken a bolus to stabilize her blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.